Event description:
It was reported the sensor is intermittently giving incorrect readings. Bd sales representative has worked with them extensively and feels the sensor needs to be replaced. No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of sensor is intermittently giving incorrect readings was unconfirmed. The sensor was connected to a test sr8, calibrated, and functions properly with no incorrect readings. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation.

Event description:
It was reported the sensor is intermittently giving incorrect readings. Bd sales representative has worked with them extensively and feels the sensor needs to be replaced. No other information was provided.